Manufacturer narrative:
The pump passed the self-test, unexpected restart, displacement, rewind and off no power tests. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the motor error alarms. The pump was monitored for 24 hours, and no blank display was noted. No battery out limit alarm was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolated tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, broken battery tube threads, a cracked display window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turning on and off. The customer also reported that they received battery out limit alarm. The customer's blood glucose was 175 mg/dl at the time of call. The customer reported that there was crack on the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.